Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause was that the device was manufactured prior to countermeasures due to a change in the operational amplifier circuit design of the dr board, and it is assumed that this occurred due to a failure of the operational amplifier.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that olympus series 180 scopes did not produce an image when used with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.